Event description:
The customer reported that the ventilator will not turned on. The customer reported there was no patient involvement.

Manufacturer narrative:
Resolution and disposition: the field service engineer was called in to repair the device. The fse reported replacing the cpu, mc and pm pcba at the same time to resolve this issue.